Event description:
During the index procedure, the patient was treated in the right ica with one mo.ma ultra cerebral protection device. It was reported that the patient suffered a stroke on the same day as the index procedure. During the final angiogram, a middle cerebral artery occlusion was observed. It was assessed that the event was not related to the study device. The patient was treated with aspiration. The outcome was indicated as recovered on the same day as the index procedure.

Manufacturer narrative:
Evaluation codes, results, conclusions: inherent risk of procedure ¿ (cva/stroke). (B)(4).

Manufacturer narrative:
Clot disruption was also performed during the previously reported intervention to treat the occlusion.

Event description:
It has been confirmed that the left ica was being treated and not the right as previously reported.